Manufacturer narrative:
Results: the peelable introducer sheath was located on the distal tip of the indigo system aspiration catheter 6 (cat6). The cat6 was repeatedly kinked from approximately 1.0 cm from the distal tip, to the distal tip. Conclusions: evaluation of the returned device revealed that the cat6 was repeatedly kinked on the distal tip. If the device is forcefully manipulated against resistance, damage such as this may occur. All penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, prior to advancing the cat6 onto the back of the guidewire, the physician noticed two creases on the tip of the cat6. Therefore, the cat6 was not advanced through the guidewire and the procedure was completed using a new cat6. The physician indicated that he did not observe the cat6 as it was being removed from its packaging or see the technologist prepare the cat6 for use. There was no report of an adverse effect to the patient.